Event description:
It was reported by service report that the patient's right side rail would not latch and the top rail is cracked presenting sharp edges. No patient involvement or adverse consequences are reported.